Manufacturer narrative:
(B)(4). Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, pump error test, displacement test due to blank display. Device had stripped battery cap coin slot (p).

Event description:
Information received by medtronic indicated that customer was not able to remove battery cap. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.